Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced bacterial peritonitis which was manifested by cloudy effluent and abdominal pain. The cause of the event was unknown. On the same day as the event onset, the patient was treated with vancomycin and tobramycin (intraperitoneal, ongoing, dose and frequency were not reported) for peritonitis. Two days after the event onset, the patient was hospitalized and diagnosed with another indication. At the time of this report, the patient remained hospitalized and was not recovered from the peritonitis event. Action taken with pd therapy was unknown. No additional information is available.